Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was a kink at 22.6cm from the strain relief. There was contrast and blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded, and the device had tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 5mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported and patient condition was good.